Event description:
Customer stated the employee was taping up the collector and was stuck with needle that penetrated the sharps collector. Employee had blood work done per hospital procedure.

Manufacturer narrative:
No sample was received for evaluation. However, a photo was received displaying the needle protruding from the sharps collector. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Sharps collectors are puncture resistant. They are not, however, puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.